Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaints were extracted from the file "service evaluation of the lcs tini product." Loosening (4x): 2x 1-2 years after surgery, 1x 2-3 years after surgery, 1x 3-5 years after surgery. Infection (3x): 1x less than 1 year, 1x 3-5 years after surgery, 1x 5-10 years after surgery. Other (1x): 1x 2-3 years after surgery (soft tissue revision only - permanent problems, lump, effusion etc.) This complaint captures 1 with loosening 3-5 years after surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2010, the patient had a total knee replacement right knee. It was noted that the patient is allergic to nickel. Depuy components were implanted during this procedure. No intraoperative complications were noted. On (B)(6) 2014, xray was noted to show a radiolucent line formation on the femoral part. A mobilization under anesthesia was performed to release scar tissue. On (B)(6) 2014 patient was revised. Revision details included insufficiency of the medial collateral ligaments, which lead to this implant exchange. (Instability) during the procedure the surgeon observed ossus overgrowth of the implant edges which were removed. Femoral, tibial tray, and insert were revised.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. It is not possible to confirm a depuy's product failure as well as a relation between the adverse event and the reported product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.